Event description:
Event description guidant received information that this transvenous defibrillation lead was not implanted. High stimulation thresholds and an out-of-range impedance were measured through the associated device. The lead was also tested with a pacing system analyzer (psa), which also resulted in the high, out-of-range pacing impedance. The physician elected to implant a different lead.